Event description:
Additional information was received that the high impedance was first observed on (B)(6) 2012. It was unknown if there was any manipulation or trauma as there was none reported to the physician. It was noted that the patient rarely falls with his seizures .there was no indication in the clinic notes that the patient was disabled that the nurse could find. No x-rays were taken. No further information was provided. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed to date.

Event description:
It was initially reported that the patient had high impedance. The patient had a generator and lead replacement. The explanted products were given to hospital personal with the required paperwork for return to the manufacturer. The lead and generator have not been returned to the manufacturer to date. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Good faith attempt for more information have been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on the generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.